Event description:
Tbm stated the front rigging had jammed under a m91 power chair, the end user fell from the chair. The user was injured, went to the hospital, specifics are unknown. End user called dealer, said that someone stole his m91 power chair and took it for a joyride. Dealership examined the chair when it was returned, serviced it and replaced the joystick knob, skirt, and cable, all else was working fine. A month and 11 days later, user alleged the footrest flipped down and he fell out of the chair. It has been fixed. No further information provided.